Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having some issues as she went to adjust the stimulator the other day and the equipment (ins recharger (insr) and programmer) displayed informational power on reset (por) message. The patient advised that she took the insr and did the trick a manufacturer representative (rep) advised her of before and she was able to clear the por message on the insr. The patient did not allege that she notified a rep of this issue. The patient confirmed seeing on the insr that the "strength was good" (patient services was understanding that the patient was able to recharge the ins and that she was getting good coupling) and that the ins was 3/4 charged. The patient advised that the informational por message was still appearing on the programmer, so patient services walked the patient through clearing the informational por message. The patient advised that she had to reset the time on the programmer and then confirmed that the informational por message was cleared on the programmer. Troubleshooting resolved the reported issue. No symptoms were reported.

Event description:
Additional information was received from the patient. It was reported that the informational por resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.